Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent, asymptomatic patient presented with non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead via merlin.net transmission. Programming changes were recommended. Further actions will be discussed with the physician.

Event description:
New information received indicates that during a follow-up new episodes of pptwo were noted. Programming changes were made.

Event description:
New info received: an asymptomatic patient presented for routine follow-up. Device was post-paced t-wave oversensing. Recommended programming changes were made.